Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site prior to the explantation of the device. The patient was treated with 3 courses of oral and topical antibiotics (specific date and duration not reported). This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Correction: the date of awareness is may 03, 2023. This report is submitted on october 03, 2023.

Manufacturer narrative:
This report is submitted on july 11, 2023.

Manufacturer narrative:
This report is submitted on june 15, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to skin breakdown. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.